Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and instructed to call back if any issues reappeared.